Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports starting about a month ago, sometime in sep she noticed that when she is done charging the implantable neurostimulator (ins) she feels the stimulation "skip" skip every now and then, it¿s not solid like it used to be. It feels like a "blip." Caller states this only happens shortly after charging. She was redirected to the hcp to have the device checked. No symptoms/patient complications reported.